Event description:
Da medical record review indicated a peritoneal dialysis (pd) pt had an event of peritonitis due to touch contamination. His effluent was cultured and grew staphylococcus aureus. He was treated with antibiotics and recovered form the infection. The exact date of diagnosis was not provided but was sometime in (B)(6) 2014. Additional medical records have been requested for this event.

Manufacturer narrative:
A follow up MDR will be filed following review by post market clinical department and manufacturing plant.